Event description:
It was reported that the balloon broke away from the catheter. The reported failure occurred during an angioplasty procedure. Reportedly, the balloon detached in the posterior tibial artery. The balloon was free on the guidewire and was removed using a catheter lasso. There was no pt injury reported.

Manufacturer narrative:
The device has not yet been returned for eval. The investigation is currently in progress.